Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective tubing was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter ((B)(6) translation), "patients due to "left coarse fracture, ao31a23 type" admitted to the hospital on (B)(6) 2019 in accordance with the doctor's instructions to place "retention needle" 17 before the 9:30 infusion to find the patient infusion site there is a blood, and gradually increased, immediately stop, the bleeding site disinfection disposal, the patient, check the body without abnormality, continue the infusion after replacing the retention needle."

Event description:
It was reported that defective tubing was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter (chinese translation), "patients due to "left coarse fracture, ao31a23 type" admitted to the hospital on (B)(6)2019 in accordance with the doctor's instructions to place "retention needle" 17 before the 9:30 infusion to find the patient infusion site there is a blood, and gradually increased, immediately stop, the bleeding site disinfection disposal, the patient, check the body without abnormality, continue the infusion after replacing the retention needle."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8171142. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10